Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen of the insulin pump was scratched and cannot read the display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. P-cap/reservoir locked properly in place. Device received with minor scratches to the display window. No screen anomalies noted during testing. Missing segments/partial display not confirmed. (B)(4).